Event description:
It was reported the patient¿s spinal cord system had not worked. The amount of time the system had not been working was unknown. The patient had felt their pump was adequately controlling their pain and they wanted to downsize the number of devices in their body. The device was removed. No trouble shooting was needed. There was no patient death or injury and the patient was doing well.

Manufacturer narrative:
Concomitant products: product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1993, explanted: (B)(6) 2014, product type: extension. Product ID: 3550-09, lot# serial# unknown, product type: accessory. Product ID: 3487a, lot# serial# unknown, product type: lead. Product ID: neu_unknown_lead, lot# serial# unknown, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
Final device analysis of the stimulator revealed that there were no significant anomalies. The battery had reached normal end of life. Final device analysis of the extension (serial (B)(4)) revealed no significant anomalies. Final device analysis of the anchor revealed no anomalies. Final device analysis of the lead (unknown serial) revealed that there were conductors broken in the body of the lead within 10cm of the connector area. Final device analysis of the second lead (unknown serial) revealed that conductors were broken near the proximal end. Final device analysis of the second extension (unknown serial) revealed no significant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.